Manufacturer narrative:
Limited information about the event was available. Patient was using three different devices so we cannot determine if any one of these devices may have caused or contributed to the event. The other suspect devices have been reported on separate medical device reports.

Event description:
Intermittent catheter patient (user) reported that the hm14, m14ul, and ultra m14 catheters caused a urinary tract infection (uti). No other injuries or medical intervention were reported.